Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# v034207, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that the patient had chronic ic so she always had bladder pain. However, it was also reported that there were impedances >4000 ohms. A revision was scheduled for (B)(6) 2015. The patient was implanted for urinary dysfunction.